Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 22-nov-2017 from physician assistant. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after one day patient had no ability to put weight on the leg, had severe swelling in treated knee and severe swelling in treated knee. Also device malfunction was identified for the reported lot number. No medical history, concurrent conditions, past drugs, concomitant medications were reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis knee pain. On (B)(6) 2017, one day after injection, patient reported severe swelling and pain in treated knee with no ability to put weight on the leg. Patient treating provider recommended ice, elevation, anti-inflammatory and possible use of (B)(6). Follow up to be conducted. Corrective treatment: ice, elevation, anti-inflammatory and possible use of diphenhydramine hydrochloride (B)(6) for no ability to put weight on the leg, severe swelling in treated knee and severe pain in treated knee. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who suffered from weight bearing difficulty, knee swelling, and knee pain after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.